Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs ipg was inoperable. Next course of action is undetermined at this time.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this complaint, attempts were made to obtain complete patient information.